Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation with the cannula cap broken but properly attached to the cannula tabs. Visual and functional examinations revealed that impact on the prongs of insertion fork causes the device did not working properly and it is possible that damage on the fork could cause cannula cap broken off.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2016 and absorbable straps were used. During the evaluation, it was noted that the device was returned with the cannula cap broken but properly attached to the cannula tabs. There were no adverse patient consequences reported.